Manufacturer narrative:
One cadd-legacy® plus pump was returned for analysis in good condition. The event history log revealed multiple power down messages. Functional testing performed; confirming complaint. The pump was found to be not recognizing the cassette. Upon visual inspection of the pump, fluid ingression was found. Based on the evidence, the complaint was confirmed with the root cause being user interface. The root cause was found to be induced by the customer via fluid ingression into the main body of the pump; which is resultant from improper cleaning of the pump.

Event description:
Information was received indicating that a smiths medical cadd-legacy® plus pump was observed to alarm "no disposable - pump won't run." There were no reported adverse effects.